Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 40 mg/dl. Reportedly, the cause of the low bg was because the health care provider (hcp) increased the customer's basal rate setting. Low bg levels were addressed with a shot of glucagon and juice.